Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated that they started experiencing difficulty charging, increased charge and difficulty establishing a connection between the recharger and the ins. The patient stated the recharge times have increased from 40 min average to 75 min averages. The patient stated that the distal aspect of the wire connecting to the recharger disc is becoming hot to the touch. The patient also got an error code rm06, system problem (rm04), and mm11. A hard reset was performed by removing the battery and replacing it. They were also showed how to recharge with reduced power setting if the problem persists. The patient was also advised to call into patient services for a replacement if the problem persists. The issues was deemed resolved at the time of the report. No further complications were reported. No patient symptoms were reported. Additional information was reported that the patient recharger therapy manager (rtm) is getting hot when charging the patient's implant. The patient is also seeing no device found. The patient stated that he eventually got the controller to the passive recharge mode and eventually got his ins/controller charging. The patient also noted that the cord of the rtm near the base of the circle got really hot. The patient stated it seems to be getting progressively worse because now the black box on the rtm cord gets really hot too. No further information was reported. Additional information was received from the rep. They stated that the cause of the issue was determined to be a broken wire on the recharger head. The recharger was replaced and the issue was resolved. The patient stated that the unit charged faster than ever now and they were no longer getting error code. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6) , product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that no device found message was seen but not able to duplicate it getting hot; it failed at plexus and bench testing this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.